Manufacturer narrative:
The component was returned by the facility and forwarded to the MFR for eval on (B)(4) 2013. A follow up report will be submitted when the investigation is complete. Maquet has submitted an 806 notification for this component under #8010762-1/31/2014-001c. A "z" number has not yet been assigned.

Event description:
(B)(6) of perfusion at the facility reported that for the last two weeks, they have noticed that the plegiox is not cooling the cardioplegia to normal 4-6c. He said they cleaned all of the heater coolers thinking this might be the issue since it occurred in 3 heart rooms. After pumping cases yesterday afternoon and last night with newly cleaned heater coolers, the plegiox sill did not cool down to their normal temperature of 4-6c. The observed temperature during cooling is 11-12c. Trying to pinpoint the issue, the chief of perfusion cut in a plegiox with a different lot number (70082845) and it cooled to 5c. The affected lot number for the plegiox is lot#70093859. No pt injury or death was reported in this case.